Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the cap/lid was broken. The following information was provided by the initial reporter. The customer stated: stage: when the product is unpacked. Defect:molding defect-shield. Quantity: 1 piece. Effects: no effect on patients and users.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the cap/lid was broken. The following information was provided by the initial reporter. The customer stated: stage: when the product is unpacked. Defect:molding defect-shield. Quantity: (B)(4) piece. Effects: no effect on patients and users.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 3-may-2023. Bd received [1] sample and [1] photo for investigation in support of this complaint showing that cap/stopper assembly was attached slightly at an angle due to a cocked stopper. Additionally, the customer samples along with [100] retention samples from bd inventory, were evaluated and the issue of molding defect was not observed. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the returned sample and photograph provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect- shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.